Manufacturer narrative:
MDR 3003442380-2024-03737 - device 1 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in brazil, on (B)(6) 2024, it was reported that the patient experienced leak with two infusions set that was used displayed leaks. No further information available.